Event description:
It was reported that the patient experienced an extreme pain and weakness in the legs following a trial. The physician opted to pull the leads out. No device malfunction was suspected. The trial leads will not be returned per hospital policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7235321.